Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the lft common iliac artery, the fox plus balloon ruptured during the first inflation, at an unspecified low pressure. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device examination, a root cause for the balloon rupture could not be determined based on the described event. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.